Manufacturer narrative:
The device was received fully deployed. The investigation of the device found no damages or defects that would contribute to a pod communication error. The device was reset, connected to an unused controller, delivered a 5u bolus and deactivated. No issues were observed. The cause of the reported event could not be determined. The device was received with the soft cannula fully deployed. The investigation found a tear in the soft cannula. The data showed no evidence of struggle in the drive mechanism that would indicate a failure to deliver insulin. The exact cause and timing of this damage could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.1 hardware: iphone17.3 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
A malfunction was found in the investigation for the original report of pod communication error, at startup. The investigation observed a torn cannula. It was also reported that the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod between 1 and 4 hours.